Event description:
It was reported the patient was admitted to the hospital in withdrawal on (B)(6) 2012. The patient's mother had indicated during the last refill, they aspirated more from the reservoir than expected. A dye study was attempted, but they could not aspirate from the catheter access port (cap). A catheter revision and possible pump replacement were planned for the following day. Additional information received indicated the patient was extremely rigid, agitated and "not acting like himself." The cause of the volume discrepancy was unknown. The surgeon and managing physicians had differing opinions (catheter vs. Pump). During the procedure, they could not aspirate the cap, proximal and distal catheters, together, or distal catheter only. A total catheter revision and pump replacement were done. The drug used in the pump remains unclear. Initial reports indicated baclofen was used in the pump (2000 mcg/ml); subsequent information indicated the managing physician at the facility typically uses gablofen (patient's dose 1500 mcg/day). The surgery was uneventful and the patient was started at a dose of 200 mcg/day for further titration.

Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(4), implanted: 2008 (B)(6), explanted: product typ catheter; product ID 8709sc lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: product typ catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709sc serial# (B)(4), explanted: 2012 (B)(6), product type catheter product ID, 8709sc serial# (B)(4), explanted: 2012 (B)(6), product type catheter. Final analysis of the pump found no pump anomaly. Pump was returned with no catheter. Pump passed all non-destructive testing. The only thing of note in the pump logs was a motor stall recovery light was flagged. This means the pump had a stall at some point. Motor stalls can be caused by emi and/or magnetic interference. It is believed that this is what caused this motor stall recovery light to be flagged.